Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable results for one patient over a period of approximately eight months using the elecsys vitamin d assay (total vitamin d) on the cobas 6000 e 601 module (e601). All results are in units of ng/ml. On (B)(6) 2016, the result was 16. On (B)(6) 2016, the patient's infusion of reclast was withheld by his physician due to the low result. On (B)(6) 2016, the result was 13. On (B)(6) 2017, the result was 16. On (B)(6) 2017, the result from a sample cup was 12 with no data flag. The result was released from the laboratory. On (B)(6) 2017, the sample was repeated from the tube on the e601 and another analyzer. The results were 17 and 18. The customer was not sure which analyzer yielded which result. The sample was sent to a mayo clinic laboratory for analysis. The result was 31. The method used to analyze the sample was requested but not provided. On (B)(6) 2017, a new sample was taken and sent to a separate laboratory for gas chromatography/mass spectrometry (gc/ms) analysis. The result was 27. Due to the low result on (B)(6) 2017 and the subsequent testing at two different laboratories, the physician questioned all of the patient's historically low results generated by the e601. While the patient's treatment with reclast was delayed since (B)(6) 2016, there was no allegation of an adverse event due to the delay. Information was requested regarding the patient's current condition but not provided. The e601 serial number is (B)(4). Calibration information was acceptable. Qc information from (B)(6) 2017, and performance testing from (B)(6) 2017, were successful. The original sample from (B)(6) 2017 was requested for investigation. It appears to be very slightly hemolyzed.

Manufacturer narrative:
Two samples were received for investigation: one sample from patient 1, and one sample from patient 2. The samples were tested with two different lots of vitamin d reagent on a cobas e601 analyzer. The customer's discrepant results for patients 1 and 2 could not be confirmed. No sample was received to investigate the discrepant results for patient 9. The original sample had no fibrin or clots present. Further information was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue could be excluded.

Manufacturer narrative:
The customer has been testing random samples for patients who are being treated for low vitamin d levels, due to the previously reported discrepant results. The customer stated that they have obtained additional questionable vitamin d results. The customer has suspended testing of vitamin d in their laboratory and are sending samples externally for testing. The customer questioned the information in the product labeling for the vitamin d assay. The customer requested further information since the labeling states that vitamin d2 and vitamin d3 are not detectable. The call center representative stated that vitamins d2 and d3 are the pure drug prior metabolism by the body, and that they are not detectable by the assay. The customer requested additional information regarding vitamin d2, and is concerned that the discrepant results are due to under-recovery when using reagent lot 19385100. All results were released outside of the laboratory, and no corrected reports have been issued. All patients are vitamin d deficient and are taking supplements. There was no allegation that an adverse event occurred with these additional patients. The total vitamin d reagent lot 19385100 has an expiration date of 10/31/2017. The expiration date of total vitamin d reagent lot 211775 was not provided. Qc was acceptable on (B)(6) 2017 for reagent lot 19385100. Qc was acceptable on (B)(6) 2017 for reagent lot 211775.

Manufacturer narrative:
One sample was sent for investigation with a draw date of (B)(6) 2017. The sample was analyzed with elecsys vitamin d assay, reagent lot 174033, on a cobas 6000 e 601 module (e601). Retention kits were used. The vitamin d result was 15.79 ng/ml. The customer's result was confirmed. Further sample investigation was requested.

Manufacturer narrative:
Performance testing of the e601 analyzer was acceptable on (B)(4) 2017. Further investigation results were provided for the sample drawn on (B)(6) 2017: the sample was analyzed using liquid chromatography-mass spectroscopy (lc-ms/ms). The total vitamin d result was 31.42 ng/ml. Further investigation of the event is not possible with available methods and the current state of the art. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.